Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated that there was air in the patient line. The baxter technical service representative (tsr) informed the cg to end therapy and start over with all new supplies. Was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and she said the patient was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She was not sure if it was down to use error either, she thought maybe she hooked up too fast or something. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.